Event description:
Prior to closing the wound in an ulnar artery reconstruction with reverse vein graft procedure using an opmi pentero surgical microscope, the surgeon reported noticing two full thickness third degree burns; one burn was on the palm and the other burn was on the forearm. The pt is being treated for the burns (application of silvadene, whirlpool baths) and may require skin grafts.

Manufacturer narrative:
Our sales distributor received the report of this incident (which occurred on (B)(6) 2012) from the initial reporter on (B)(4) 2012. A field service representative performed an on-site inspection of the microscope on (B)(4) 2012 and found the microscope light functions and related warnings (visible in the touch screen and data injection screen) to be working properly. The surgeon stated that the procedure was performed using high light intensity for 6-8 hours and the burned areas were not covered by drapes. A site representative stated that this was the surgeon's first experience with this microscope model. The risk of burn injuries caused by high intensity light and its mitigation through the use of threshold light intensity warning and ability to enable automatic zoom control are described in the opmi pentero user manual. The initial reporter contact is: (B)(6).